Event description:
During a remote follow-up, increased pacing impedance and loss of capture were observed on the right ventricular (rv) lead. No intervention has been performed. The patient is stable with no consequences.

Manufacturer narrative:
The estimated event date is march 2025.

Event description:
Additional information was received; a revision procedure was performed. The right ventricular (rv) lead was capped and replaced to resolve the event.